Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and found that the reported phenomenon was duplicated and the camera cable was damaged. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to excessive stress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that scope communication error (e226) occurred and the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with the event.